Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6)2016, the g5 transmitter would not pair with the g5 application. Patient reported that there is no other bluetooth devices interfering with the signal, the transmitter ID is entered correctly, smart device is fully charged, bluetooth is enabled, transmitter physically looks in good physical condition; doesn't look damaged or discolored. Patient tried pairing using several different sensors, all were unsuccessful at pairing. No addition al patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the unit has no voltage. The reported event of bluetooth connection between transmitter and g5 mobile app issue was not confirmed. A root cause could not be determined.